Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Revision operative notes demonstrated that the patient was revised due to dislocation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The patient experienced previous dislocation and ligament laxity. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 4 months later due to recurrent dislocations. Patient then underwent another revision approximately 1 month later due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.